Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted the patient has experienced times that she "can't see" due to the glare in the vision. The patient has dyshotopsia and has to wear sunglasses indoors. A lens exchange is planned. Additional information was requested.